Event description:
Dr. (B)(6) was broaching with a direct anterior broach handle when he went to exchange the broach the latch broke on the handle. I immediately replaced the handle from another set with no patient implication or adverse event. Dr. (B)(6) completed the hip surgery in usual fashion.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. Material analysis: a material analysis was performed concluding: the latch lever of the left nav compatible dual offset accolade rasp handle broke fatigue. Eds analysis showed the latch lever of the left nav compatible dual offset accolade rasp handle to be made of (B)(4) consistent with a 300 series stainless steel alloy. No material or manufacturing defects were observed on the fracture surfaces examined. The device was determined to be within the scope of ncr, which was initiated due to an inconsistency between hardness callouts on the latch lever component drawings and the measured hardness of the parts, which were in agreement with the material specification. Ecn was raised to remove the hardness requirement on the drawing, which is now controlled by the material specification, and to change the blend radius and width to decrease the max principal stresses on the affected areas of the lever arm. Additionally, there was severe impaction marks on and around the lever arm, indicating it was struck with a mallet to release the handle repeatedly. The handle is to be impacted on the strike plate. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. No material or manufacturing defects were observed on the device features examined.

Event description:
Dr. (B)(6) was broaching with a direct anterior broach handle when he went to exchange the broach the latch broke on the handle. I immediately replaced the handle from another set with no patient implication or adverse event. Dr. (B)(6) completed the hip surgery in usual fashion.